Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6 implantable collamer lens, -10.0 diopter in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to refractive surprise. The lens was exchanged for a lens the same size, model, but a different diopter and the problem was resolved. The patient's post-op uncorrected visual acuity was 20/20.

Manufacturer narrative:
Additional information: product evaluation: the lens was returned dry with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Dimensional and functional inspections found that the lens was within specifications. Work order search: one similar complaint was reported for units within the same lot. (B)(4).